Manufacturer narrative:
(B)(4). A fully constrained wallflex biliary rx fully covered rmv stent and delivery system was returned for analysis. Visual examination found the stainless steel tube was actuated beyond its reconstrainment limit. The outer sheath was found broken at the proximal exterior tube. A test with a guidewire was performed and found the guidewire did not exit at the guidewire access port. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received but was able to be manually deployed. No issues were noted with the stent and no other issues were noted with the device. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the stent failed to deploy. The stent was removed from the scope, and it was noted that there was a tear in the delivery system. The procedure was completed with another wallflex biliary rx fully covered rmv stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was broken at the proximal exterior tube.